Event description:
During svc by baxter, depleted main batteries were found. According to the hosp reps there was no pt injury or med intervention reported. No additional info or contact was provided.